Manufacturer narrative:
Citation: kalogerakos pd et al. Hemodynamics and reverse remodeling associated with mosaic, perimount and trifecta aortic bioprostheses. Expert rev med devices. 2019 aug;16(8):743-751. Doi: 10.1080/17434440.2019.1642105. Epub 2019 jul 18. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the hemodynamic profile and left ventricular reverse remodeling associated with the mosaic, perimount and trifecta aortic bioprostheses. All data were collected from a meta-analysis review of 18 studies published between 2001 and 2018. The study population included 2,456 patients with a mean age of 75 years. Of those, 565 were implanted with medtronic mosaic bioprosthetic aortic valves. No serial numbers were provided. Among all patients, adverse events included: permanent pacemaker implantation, valve prosthesis-patient mismatch, high mean pressure gradients, and left ventricular mass augmentation (negative/decreased left ventricular mass regression). Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.